Event description:
It was reported that the user experienced recurrent nighttime low glucose, including a sensor glucose of 73 mg/dl, and self-treated with oral glucose wafers after changing the cgm target to a lower setting for the entire day; the user did not perform a confirmatory fingerstick and was referred for education on adjusting nighttime targets. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.